Event description:
It was stated that the customer went swimming with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage found on the electronic assembly. A scratched display window was also noted.